Manufacturer narrative:
H11 h3, h6 the reported device was not returned to the designated complaint unit for independent evaluation. However, a video evaluation was performed and found an arthroscopic image in which the anchor is intact at first, a snap sound is herd, and the anchor is then shown to be fractured. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength requirements are specified. A material certificate of analysis is required for raw material. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a procedure, a footprint mini anchor broke before inserting into the pre-drilled hole. All the broken pieces were retrieved from the patient using graspers. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.